Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patients mother was holding the patient in the recliner when mom noticed that the patient's line broke below the port needle but above the distal microclave. The fluids were paused and the line was clamped. The patient was de-accessed and re-accessed afterward. This is the third time the patient's line has broken during the hospital stay. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known the device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported that the patients mother was holding the patient in the recliner when mom noticed that the patient's line broke below the port needle but above the distal microclave. The fluids were paused and the line was clamped. The patient was de-accessed and re-accessed afterward. This is the third time the patient's line has broken during the hospital stay. No patient injury was reported. 09/11/2018 per medwatch: the patient's mother was holding the patient in the recliner when mom noticed that the patient's line broke below the port needle but above the distal microclave. The fluids were paused and the line was clamped. The patient was de-accessed and re-accessed afterward. This is the third time the patient's line was broken during this hospital stay. Line malfunction on the 3/4 inch huber port needle. Patient was admitted to the floor after receiving day 1 of 5 of chemo in clinic. Patient will receive the remaining 4 days. This report addresses the information regarding the third event.